Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the heavily tortuous mid right coronary artery (mrca). Reportedly, a 2x20mm mini trek balloon dilatation catheter (bdc) failed to cross the lesion. Resistance was met during removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. The bdc was replaced with a non-abbott device to successfully complete the procedure. No additional information was provided.